Event description:
It was reported that when the patient presented in clinic for follow-up, a decrease in pacing lead impedance and r-wave sensing were observed. Loss of capture was also noted. The lead was replaced.

Manufacturer narrative:
.